Event description:
It was reported that prior to a scheduled filter removal, the images taken allegedly showed the filter was horizontal with one leg out of the cava and into the spine. The physician decided to leave the filter in, rather than attempt to remove it. The pt is asymptomatic. The filter was implanted at another hosp, reason unk. It is not known how long the filter has been in the pt. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned as it remains implanted, so a sample eval could not be performed. Based on the info rec'd, the results of the investigation are inconclusive and the root cause of the event is unk. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include but are not limited to: movement of the filter is a known complication of vena cava filters. This may be caused by placement in ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a pt who is at risk of pulmonary embolism without intervention.